Event description:
It was reported that the patient experienced elevated glucose readings after starting a new continuous glucose monitor (cgm) sensor and consuming an egg omelet with bacon and toast, with the meal announced as the usual size on the ilet, resulting in underestimation of carbohydrates and subsequent hyperglycemia with cgm high of 261 mg/dl confirmed by glucometer at 244 mg/dl, and the ilet user interface and meal announcement process were implicated as part of use. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified consistent with improper or incorrect procedure or method related to meal announcement and interaction with the user interface, with corrections bringing glucose back toward range. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.